Event description:
It was reported that there was a malfunction on the customer's pump with a malfunction code of malf 5. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent with updated software, as the current pump was not up to date. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer was also instructed on how to return the malfunctioning pump and how to manage the new pump upon its arrival.